Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having trouble with the device. Patient said she has an MRI booked for this afternoon and has been trying to get into the controller to check to make sure they has enough juice and it just won't say they can't find the device (no device found). Agent asked if patient was holding the recharger to the implant and patient said they has moved it all over and done all of that but nothing. Patient mentioned a couple weeks ago the controller came up and said the battery could no longer be recharged. Patient went to the doctor and the doctor called the representative who met in the office and the representative got the device to come back up again but very slowly. Patient has been having trouble ever since. Patient reset the controller but that did not resolve the issue. Patient then said the last time they checked the device was wednesday and it was reading 80% at that time. Patient put the battery back in and reported no device f ound. Patient pressed recharge and reported the implant was at 80%. Patient said it had been since tuesday or wednesday that they last charged. Patient unplugged and plugged back in the cord and reported stimulation was off. Patient reported seeing system problem rm03 and patient noted where the wire goes into the paddle feels very warm. Agent advised can do MRI if the ins is at 80%. Agent walked pt through these steps and pt was able to see full body image. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.